Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the touchscreen assembly and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the display/touchscreen of the cardiosave intra-aortic balloon pump (iabp) was intermittently unresponsive at startup and after being on for an extended period of time. It is unknown if there was any patient involvement; however there was no adverse event reported.